Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the jaws of the vasoview hemopro 2 were not opening as much as usual and that the jaws were too close to the c-ring. This extended the evh slightly. The device was removed and the tip of the device was noted to be bent. The device was removed from service and a new device was inserted which worked fine for part of the vessel harvest. They stated that upon inserting the first hemopro 2 they did not notice that it was bent and stated that they inserted it with the toe of the device up per the IFU. No resistance was noted. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/05/2023. An investigation was conducted on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. The shaft of the device closest to the base of the jaws was observed to be bent slightly upward. The black sheath of the shaft was also observed to be peeled at the tip of the shaft closest to the base of the jaws. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws remained in a closed state and would not open up. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent shaft" was confirmed as well as the analyzed failures " peeled; delaminated; shaft" and "mechanical problem-jaws" were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000304433 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.